Manufacturer narrative:
Update 09th july 2020 (natus complaint ref. (B)(4)) corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: action owner assigned. Ca2: action owner assigned. Ca3: action owner assigned. Ca4: work initiated. New battery identification is in progress. Ca5: work initiated. Document reviewed and it is concluded that document and its content is not actual anymore. Plan is to make it inactive with a "not applicable" rationale. Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission.

Event description:
Freefit (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update (B)(6)2020. The root cause of this failure mode has not been identified to date. Investigation is in progress.

Event description:
Freefit sn(B)(4) has overheated and melted the plastic.

Event description:
Freefit sn (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update 14th may 2020. Capa004611 has been initiated to investigate battery melting issue. Root cause of failure has been attributed to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. CAPA plan is as follows: ca 1: update associated user guide. Maintenance to include annual battery exchange. (Due date oct. 1, 2020). Ca 2: update service manual. Maintenance to include annual battery exchange. (Due date aug. 1, 2020). Ca 3: update reference manual. Maintenance to include annual battery exchange. (Due date aug. 1, 2020). Ca 4: change battery ( where used in 1053 boms). (Due date dec. 1, 2020). Ca 5: update service spec. General review, template and battery exchange (due date dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due date jul. 1, 2020). All corrective actions can be completed independently.

Event description:
Freefit sn (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update (B)(6) 2020 (natus complaint ref. # (B)(4)). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611 ca 1: user guide update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual update. Maintenance to include annual battery exchange. (Due (B)(6) 2020). Ca 4: change battery where used in 1053 boms. (Due (B)(6) 2020). Ca 5: service spec update. General review, template and battery exchange (due (B)(6) 2020). Ca 6: create new service note including implementation. Annual battery exchange (due (B)(6) 2020). Overall status: on track. Ca1: draft prepared and reviewed. Ca2: draft prepared and reviewed. Ca3: draft prepared and reviewed. Ca4: new battery identified. Sustaining design change initiated. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 document released . Training is prepared and ready for submission. Other actions taken: review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Freefit (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update 06 aug 2020 (natus complaint ref. # (B)(4)). Investigation and findings: the status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: draft currently being reviewed. Ca2: initiated. Ca3: draft currently being reviewed. Ca4: new battery identified. Discussing required resources and approach with sustaining team. Ca5: completed with rationale. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2. Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Manufacturer narrative:
Update 01 oct 2020 (follow up 012). (Natus complaint ref. # (B)(4)). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611: ca 1: user guide update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery where used in 1053 boms. (Due dec. 1, 2020). Ca 5: service spec update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Overall status: on track. Ca1: -proto version of IFU submitted. Ca2: -proto version of IFU submitted. Ca3: -proto version of IFU submitted. Ca4: new battery identified. Sustaining design change initiated. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 document released . Training is prepared and ready for submission. Other actions taken: review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Freefit sn (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update (B)(6) 2020 (follow up 014) (complaint#(B)(4)) capa004611 has been generated to investigate this issue. Conclusion on root cause is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. CAPA actions are ongoing and are on track: corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due (B)(6)2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due (B)(6) 2020). Ca 3: reference manual ((B)(4)) update. Maintenance to include annual battery exchange. (Due (B)(6) 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due (B)(6)2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due (B)(6) 2020). Ca 6: create new service note including implementation. Annual battery exchange (due (B)(6)2020). Ca1: -proto version of IFU released with eco#34938. Translations completed. Final eco#35568 is submitted. Ca2: -proto version of IFU released with eco#34938. Final eco#35568 is submitted. Ca3: -proto version of IFU released with eco#34938. Final eco#35568 is submitted. Ca4: new battery identified. Ecr#18858 is released. Dcp doc-048835 released. Tech. Design review doc-048834 released. Verification plan and protocol are released. Verification report is released with dco#45578. Battery is released with eco#35633. Rii for battery is submitted with dco#40855. Bom changes are prepared with eco#34922 (awaiting battery delivery confirmation). Dmr updates are prepared with dco#45744 (awaiting battery delivery confirmation). Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms(B)(4) is released. Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment.

Event description:
Freefit sn(B)(6) has overheated and melted the plastic.

Event description:
Freefit sn (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update 30 oct 2020 (follow up 013) (complaint#1-(B)(4).) The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Ca1: -proto version of IFU released with eco#34938. Ca2: -proto version of IFU released with eco#34938. Ca3: -proto version of IFU released with eco#34938. Ca4: new battery identified. Ecr#18858 is released. Dcp doc-048835 released. Bom changes prepared with eco#34922. Tech. Design review doc-048834 released. Verification plan and protocol are released. Verification is started. Estimated completion is week 02 nov 2020. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Manufacturer narrative:
Investigation completed: natus (B)(4) can conclude that the charging of the battery has been correct and within specification, on the returned unit, as we measured the maximum shortage current to be 230ma with both the test aurical aud speaker in tig and the customer aurical aud speaker. The freefit firmware is also designed to cut off charging after 14 hours and continuously measures battery voltage and cuts off incase of under or over voltage. A defect battery is concluded to be the root cause. The battery has shorted during charging and released all its energy. This has caused it to overheat, resulting in the melting of the plastic charger lid and freefit chassis. During charging the freefit device is not worn by the patient, and therefore this failure is not considered to be a risk to the patient. Justification for not providing below information and applicable sections: part a: patient information - no patient involvement, issue occurred when charging battery and it was not in use at the time of the incident. Date of event - date of event is unknown and will be requested from the customer. Relevant tests / laboratory data - this section is not applicable as no patient injury reported. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury reported. Lot # - this section is not applicable as the medical device does not have a lot number. . UDI - information not available at the time of the report this will be submitted in the follow up report. Device expiration date - information not available at the time of the report this will be submitted in the follow up report. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. Manufacture date - information not available at the time of the report this will be submitted in the follow up report. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Freefit (B)(4) has overheated the battery and melted the plastic. Freefit was in the charging station over the weekend. On monday the overloaded battery was detected. So it happened in standby charging mode.

Event description:
Freefit (B)(6) has overheated and melted the plastic.

Manufacturer narrative:
Update 11th june 2020 (natus complaint ref. # (B)(4)) (B)(4) has been initiated to investigate this issue. Corrective actions associated with this CAPA are on track. To date, a new battery identification is in progress and (B)(4) fs - service note 20-01 annual 1053 aurical pmm battery replacement work instruction has been released.

Manufacturer narrative:
Update 17th january 2020 root cause investigation plan has been devised and is in progress. It is anticipated that that investigation will be completed and a root cause summary report will be available by 31st january 2020.

Manufacturer narrative:
Update 17th december 2019 investigation for this issue is in progress and is being captured under (B)(4). Risk associated with this failure mode has been deemed minor.

Manufacturer narrative:
07 jan 2021 (follow up 015) (complaint#(B)(4)). Conclusion on root cause of this event is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Capa004611 was generated to investigate this issue. Corrective action plan for capa004611 ca 1: user guide (7-50-1220-xx) updated - including translations. Maintenance to include annual battery exchange. Ca 2: service manual (7-50-1050-en) updated. Maintenance to include annual battery exchange. Ca 3: reference manual (7-50-0930-en) updated. Maintenance to include annual battery exchange. Ca 4: changed battery (8-73-02200 where used in 1053 bill of materials). Ca 5: service specification. (0-80-00311) updated. General review, template and battery exchange. Ca 6: created new service note including implementation. Annual battery exchange. Final status of capa004611. Ca1: -proto version of IFU released. Translations completed. Ca2: -proto version of IFU released. Translations completed. Ca3: -proto version of IFU released. Translations completed. Ca4: completed as follows: - new battery identified and released. - doc-048835 - 1053 freefit battery change - design planning checklist released. - doc-048834 - 1053 freefit battery change - technical design review record released. - verification plan and protocol are released. - verification report is released. - rii for battery is released . - bom changes are released. - dmr updates are released. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 - fs - service note 20-01 annual 1053 aurical pmm battery replacement work instruction released. (Including eleap training set up). Effectivity check plan will be carried out on capa006611 as follows: continue complaint trending on quarterly basis on the issue (melting plastic in battery compartment) for one year from implementation of actions. New battery is part no. 031814 (panasonic: bk200aab). Acceptance criteria: < 1 complaint involving the new battery. Fail criteria: > 0 complaint involving the new battery. Risk was assessed as minor (3) and product risk is considered tolerable, as per qms-001647 risk management instruction for the potential hazard of minor user burn, and delayed patient diagnosis if equipment becomes non-functional. The benefit of the device outweighs the minor risk remaining.

Event description:
Freefit sn(B)(6) has overheated the battery and melted the plastic. Freefit was in the charging station over the weekend. On monday the overloaded battery was detected. So it happened in standby charging mode. No patient injury.

Manufacturer narrative:
CAPA(B)(4) has been opened to investigate battery failures by engineering. There has been 5 complaints received for this issue. The install base records were reviewed, there is 13,037 devices in the field. The complaint rate is 5/13037 * 100 = 0.04%. Natus will continue to monitor this issue for future occurrences.

Manufacturer narrative:
Update (B)(6)2019 this issue is being investigated under CAPA(B)(4).

Manufacturer narrative:
Update 28th november 2019. CAPA 004611 has been investigated to investigate this issue further. Investigation is inworks. Risk was assessed and was deemed a minor risk.